Event description:
The customer reported to olympus, the guide pin was missing on the olympus rigid scope. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1/establishment name: (B)(6), added here due to character limitation in respective field. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a damaged guide pin. In addition, the device evaluation found the light guide fibers were damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information: the issue occurred during reprocessing and was related to a therapeutic procedure (electrolysis of the prostate). The patient was not under anesthesia and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the suggested event may have occurred due to excessive force by the user while handling the device. However, the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.